Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided by the surgeon, who reported that the consumer was unable to tolerate the distance vision correction and experienced multiple images. A limbal relaxing incision was performed following the initial implant procedure. The iol was exchanged and the event resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient could not see well due to a refractive surprise. The iol was exchanged for a different lens model. Additional information has been requested.